Event description:
It was reported that the programmer would not boot up. The programmer was returned for repair. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the device errors out on boot up, as a result the hard drive was reimaged and software was reloaded. (B)(4).